Manufacturer narrative:
The pipeline flex has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. Please reference MDR# for other ped. 2029214-2020-00610, 2029214-2020-00611. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that three medtronic flow diverter devices failed to open due to severe bend in patient. The flow diverters were removed, and they eventually deployed a medtronic flow diverter and had to work to get back to post dilate. No patient injury was reported as a result of the event. It was reported that this was a difficult case due to a very deceptive turn that was multi-planar at the anterior genu. The medtronic flow diverter (ped-425-14) was twisting at this segment and was not opening appropriately. The proximal, middle, and distal sections of the pipeline did not open. More than 50% of the flow diverter was deployed when it failed to open. The middle section of the flow diverter was positioned on a bend. The flow diverter was resheathed less than or equal to 2 times. The system was preloaded and advanced beyond the intermediate beyond the aneurysm to open, but without success. The flow diverter was resheathed and removed from patient with microcatheter. The patient was undergoing embolization treatment of an unruptured saccular aneurysm measuring 4mm x 3mm located in the superior hypophyseal segment of the internal carotid artery (ica). The distal and proximal landing zone was 3.7mm x 4.7mm. The vasculature was severe in tortuosity. The patient was on dual antiplatelet therapy. The pru was in normal ranges. Post procedural angiography was good.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the aneurysm was located on the patient's right side.

Manufacturer narrative:
Product analysis findings: the braid was removed from the catheter hub using a tweezer. The catheter was then tested by running an in-house 0.0260¿ mandrel through microcatheter. The mandrel passed through the catheter hub, catheter body and distal tip with no resistance encountered. No damages were found with the pipeline flex pusher. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The hypotube was intact and unstretched and ptfe shrink tubing was still intact. No damages were found with the distal marker, re-sheathing marker or with the proximal bumper. The tip coil was found intact and unstretched. Once extracted out of the micro catheter, the braid was found damaged throughout the entire length and the two ends were also found frayed. The middle braid segment did not fully open (hourglass). No other anomalies were observed. Based on the analysis findings, the customer report of ¿failure/incomplete open¿ was confirmed for the middle braid but not for the two ends. It is likely the reported severe patient vessel tortuosity and the braid positioning at a vessel bend caused the failure to open. Other possible causes for failure are damaged braid, braid improperly sized to anatomy, braid overstretched during deliver, presence of other indwelling endovascular stent and inappropriate anatomy. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.